Manufacturer narrative:
Batch record review of lot b722 was conducted. There were no nonconformance related to this lot. Lot met released requirements. Trends have been reviewed on a lot by lot basis for this specific lot. Service order information still pending. The assesment is based on information still pending. The assessment is based on information still pending. The assessment is based on information available at the time of the investigation. No product was returned by customer for investigation. No product was returned by customer for investigation; therefore, no root cause could be determined. Complaints of this nature are monitored through tracking and trending. Should a trend arise, further action will be taken. (B)(4).

Event description:
Customer called to report a blood leak that occurred during treatment. Name and function complainant: same as reporter. Customer called to report a blood leak during the last collect cycle of treatment. Customer stated she received a blood leak alarm and it appeared the top seal in the bowl was leaking. Customer would like service to come out and clean the centrifuge. Customer requested a kit credit. Service order (B)(4) was created to check instrument. No kit was returned for investigation.